Event description:
It was reported that patient underwent a total knee arthroplasty procedure utilizing signature knee guides on (B)(6), 2010. During the procedure, the tibial cut was made and was ten degrees varus. The surgeon finished the procedure utilizing standard instrumentation and a different knee system than what was planned. This caused a delay greater than thirty minutes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of receiving certificate of conformance showed that lot released with no recorded anomaly or deviation. Supplier reviewed internal documentation and confirmed that surgeon approved plan that was used to manufacture the guides. There were no non-conformances identified. (B)(4).

Event description:
It was reported that patient underwent a total knee arthroplasty procedure utilizing signature knee guides on (B)(6) 2010. During the procedure, the tibial cut was made and was ten degrees varus. The surgeon finished the procedure utilizing standard instrumentation and a different knee system than what was planned. This caused a delay greater than thirty minutes.